Manufacturer narrative:
It was reported that the patient underwent an implantation of upsylon and xenoform on (B)(6) 2011 and (B)(6) 2013, dates not clarified per product. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with bs xenform implant, hysterectomy, bso, enterolysis, anterior repair and sacrospinous fixation due to sui. It was reported that the patient underwent an implantation of (bs) upsylon on (B)(6) 2013. It was reported that following insertion the patient experienced dyspareunia, abdominal pain, bladder spasms and urinary urgency. It was reported that the patient underwent exploratory laparotomy on (B)(6) 2014 concurrently with separation of sacral colpopexy mesh using bridging technique and closure of internal hernia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.